Event description:
User reports an issue with discrepant calcium results. Twelve patient examples provided. Patient 1, 2008, initial result, 10.6 mg/dl, repeated twice gave 9.5 and 9.6 mg/dl (different analyzer, same methodology). Patient 2, at about 4 days later, initial result 10.6 mg/dl, repeated twice gave 9.6 and 9.3 mg/dl (different analyzer, same methodology). Patient 3, the next day, initial result 10.9 mg/dl, repeated twice gave 10.0 and 9.9 mg/dl, (different analyzer, same methodology). Patient 4, same day, initial result 11.2 mg/dl, repeated twice gave 10.8 and 10.2 mg/dl. Patient 5, same day, initial result 10.2, repeated twice gave 10.6 and 9.7 mg/dl, (different analyzer, same methodology). Patient 6, same day, initial result 10.7 mg/dl, repeated four times gave 10.5, 9.9, 9.2 and 9.3 (different analyzer, same methodology). Patient 7, same day, initial result 11.2 mg/dl, repeated three times gave 10.8, 10.2, and 10.2 mg/dl (different analyzer, same methodology). Patient 8, same day, initial result 10.9, repeated three times gave 10.9, 10.1 and 9.8 mg/dl (different analyzer, same methodology). Pt 9, the next day, initial result 11.0 mg/dl, repeated twice gave 9.4 and 10.1 mg/dl (different analyzer, same methodology). Pt 10, about two days later, initial result 10.7 mg/dl, repeated twice gave 10.9 and 10.1 mg/dl (different analyzer, same methodology). Pt 11, same day, initial result 10.8 mg/dl, repeated twice gave 8.8 and 8.9 mg/dl (different analyzer, same methodology). Erroneous results were not reported. The field service rep was unable to determine root cause but noted he assisted user in programming an extra wash prior to calcium measurements.

Event description:
User reports an issue with discrepant calcium results. Twelve patient examples provided. Pt 12, 2008, initial result 11.1 mg/dl, repeated four times gave 10.0, 10.2, and 9.7 mg/dl twice (different analyzer, same methodology). Erroneous results were not reported. The field service rep was unable to determine root cause but noted he assisted user in programming an extra wash prior to calcium measurements.